Event description:
It was reported that the patient had constipation. It was noted that an acute abdominal series was performed and the patient was hospitalized for 2 nights. The event reportedly ended on (B)(6) 2000 as the patient recovered from event with therapeutic action, however, it was also stated that the event continued without therapeutic action. The patient reportedly had ¿repeated enemas,¿ resulting in increased bowel movements with large loose stool formation. Permanent disability was noted. Final outcome and cause/type of disability was not reported. Follow up was conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 30576sc, serial# unknown, product type: screening device. Product ID: 30576sc, serial# unknown, product type: screening device. (B)(4).